Event description:
A fire department basis life support crew responded to a person described as in full arrest. CPR was being administered by a family member at time of crew arrival on scene. Reportedly, although the device status display did not indicate a problem, the device failed to power on. CPR was administered to the patient for approximately 5 minutes, when an advance life support crew took over treatment with their manual defibrillator. The patient was not resuscitated.